Manufacturer narrative:
As reported to quality assurance by the user facility, the approximate age of the device was stated to be 11 months. Based on the catalog and serial number of the device component returned to the MFR, internal records would indicate the device component was implanted on 8/3/93 and the approx age of the device would be 4 years-old. According to the available info this inflatable penile prosthesis was implanted on 8/3/93 and revised on 12/30/96 due to a "failure to inflate and deflate properly." A pump, three sections of tubing and several portion of connectors were returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a separation/leakage site posteriorly in the tubing exiting from the non-serialized outlet, at the strain relief/tube junction. This is the only site of leakage. Examination of the surfaces of the separation revealed markings characteristics of stress(s) induced rending. Opposite the separation, anteriorly, a confined area of abrasion, with a crease mark adjacent to it, is noted. Based on qa's examination and the limited info provided, qa concluded that while in-vivo, the non-serialized outlet was partially kinked and abrading against itself. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the tubing at the noted site. This rent would allow the loss of fluid, rendering the device inoperable.